Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient had passed away. The patient's family member called the manufacturer to have the patient's name removed from their mailing list. It was reported that the cause of death was due to a bad seizure and a heart attack. There is no evidence at this time that the ncp system caused or contributed to the reported event.